Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015 at 9:00 pm, customer was admitted to hospital because of a blood glucose reading of 591 mg/dl. Tried to correct with pump first, afterwards with a pen, no success. Called emergency and was brought to hospital by ambulance. Customer has no explanation and assumed inaccurate delivery. A request was made for the return of the device.